Event description:
On (B)(6) 2015, dai-ichi shomei received information that a nurse was maneuvering a microscope into position for the procedure when the top cover of a surgical light fell from the fixture while the patient was on the surgical table. The nurse did not witness the cover fall, but heard it hit the floor. The patient had minor scratches on their neck.